Event description:
It was reported that the patient heard about the mesh recall. The patient's spouse reported, that her husband states, there is something poking him in the area of the mesh and that "something" can be felt under his skin. Patient is scheduled for add'l surgery next month.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or add'l info becomes available.